Event description:
In the middle of a heart surgery case, the IV tubing broke and caused massive blood loss of approximately 500 ml. Hematocrit result went down after the incident, initiating anesthesia/perfusionist to replace blood loss with 1 unit of rbc.